Event description:
A medtronic rep reported that during a shunt placement case after registering the pt using axiem tracer registration, the surgeon felt that navigation was 1cm inaccurate. The pt had very loose skin. The surgeon did not want to continue using the axiem navigation option, but they were able to register the pt using the optical navigation option instead. No impact on pt outcome.

Manufacturer narrative:
The site chose not to provide any pt demographic info. It was reported that the pt had very loose skin. Instructions for use state not to trace on areas of loose skin as this can lead to inaccuracy. The site refused to release the stealth archive of the pt for further investigational purposes.